Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the esc and act buttons due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corner, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. The insulin pump had moisture damage on lcd board noted.

Event description:
The father reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The father stated, the customer went into the swimming pool while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.